Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting testing consistently sars positive for the past 7 months but negative by pcr and other rapid antigen tests. Contact with the customer to gather further details is not possible - estimating 7 false positive results based on noted timeline. Report 1 of 7.